Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.